Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm2) was returned for failure analysis, and the reported failure, error 23 was unable to be reproduced, but could be confirmed via the error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. There was no issue with the mtm. Embedded serialize in master base (esmb) printed circuit assembly (pca) and main wire harness will be replaced as a precaution. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on field evaluation. The fse replaced the left master tool manipulator (mtml) & remote arm controller (rac) proactively in response to "error 307" which was identified during the procedure. The system was tested and verified as ready for use. The rac was returned for failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via system logs. The personality module audio/video (pmav) was installed on a printed circuit assembly (pca) test system, where it was programmed, ran 10x power cycle, and left running idle overnight. Unable to reproduce error 307. However, a log review confirmed the error occurred and pointed to the mtml. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted by the isi technical support engineer (tse) during troubleshooting. Investigation revealed the following possible related system error: tse found error 307, pointing to left master tool manipulator (mtml). Node not present: left master logic controller (mlcl) in surgeon side console (ssc1) remote arm controller (rac1). A node configured to be present has stopped responding. The node was present at startup. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the operating room (or) nurse called in to report that they were receiving an error 41014 on the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 307 pointing to the left master tool manipulator (mtml). The tse had the site power cycle the surgeon side console (ssc) and exercise the mtml. After startup of the system, the issue persisted. The tse asked the customer if they could use another ssc. The site used the ssc from another system to finish the surgery. The procedure was completed with no reported injury. On 22-sep-2021, or team member provided the following additional information: the system was inspected prior to use and there were no issues. The patient was not harmed by the incident and the healing process was normal. The procedure was delayed by approximately 45 minutes.